Event description:
A malfunction alarm occurred, identified as malfunction code 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided assistance by giving pump reset information and helping the customer reset the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if any malfunction code appears again.